Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/25/2016. The fse confirmed the baths were overflowing due to a faulty waste pump; the pump was not running.the waste pump was replaced, resolving the event. (B)(6).

Event description:
The customer reported a fluid leak of approximately 1ml from overflow at the bath inside a coulter ac t 2 diff analyzer. The leak was not contained within the instrument.the customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.